Event description:
Additional information received indicates the patient's system was explanted and replaced due to ineffective stimulation. Effective therapy was restored.

Manufacturer narrative:
It was reported to abbott the patient¿s ipg became inoperable due to user error. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with user error.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-01661, 1627487-2021-01662, 1627487-2021-01663 it was reported the patient¿s system is inoperable. Surgical intervention may take place at a later date.

Event description:
Additional information received indicates the patient stopped charging their device as recommended.

Manufacturer narrative:
Correction: h6 health effect impact code.